Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a revision of tritanium cup & exeter as one screw had broken, migration of the cup insitu, the cup is anteverted and rotated.

Manufacturer narrative:
An event regarding loosening involving a tritanium acetabular shell was reported. The event was confirmed. Visual inspection of the returned shell was unremarkable, some bony on growth was noted. The shell showed some damages consistent with the explantation procedure. Material analysis found no evidence of material or manufacturing defects on the device features examined. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There have been no other events have been reported for the manufacturing lot. The reported loosening was confirmed by the provided x-ray images and returned of the device. Inspection of the device and review of the x-ray images were insufficient to determine a root cause, further information is needed. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of tritanium cup & exeter as one screw had broken, migration of the cup insitu, the cup is anterverted and rotated.